Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, prior to valve advancement and dep loyment, an aneurysm was identified in the membranous septum region of the non and right coronary cusps. Due to the pre-existing aneurysm and kyphosis, the cusp overlap view angle could not be physically adjusted and the left anterior oblique technique was used in stead. Upon initial deployment of the valve, the depth on the non-coronary cusp (ncc) could not be determined. The c-arm was adjusted at an angle close to the near cusp overlap view by just barely adjusting to the right anterior oblique. This adjustment allowed the depth on the ncc to be confirmed. As the pigtail could not be placed at the bottom of the ncc, it is unknown whether contrast agent flowed to the bottom of the ncc, or toward the aneurysm. It was assumed that the valve had dislodged from the valve annulus, however, and the valve was recaptured. A second attempt at deployment went too deep and the valve was recaptured a second time. By this point in the procedure, complete atrio-ventricular block was noted. The valve was deployed a third time in near cusp overlap view, and its depth was confirmed to be 3 mm on the ncc and 5 mm on the left coronary cusp (lcc). The valve was released. Following valve placement, mild regurgitation was revealed on a transesophageal echocardiogram from the right coronary cusp to lcc area. There was no leak near the area where the aneurysm was located. Following the procedure, the patient left the room with a temporary pacemaker inplace and the patient was hemodynamically stable. No additional adverse patient effects were reported. Additional information was received that a pre-implant balloon aortic valvuloplasty was performed. The regurgitation noted was paravalvular leak, and no treatment was required. The following day, the patient returned to normal sinus rhythm and a permanent pacemaker was not implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012124363), product type: 0195-heart valves. Other medical products in use during the event include: brand name: evolut fx valve, product ID: evolutfx-26 (serial: (B)(6), product type: 0195-heart valves, implant date: (B)(6) 2024. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, prior to valve advancement and deployment, an aneurysm was identified in the membranous septum region of the non and right coronary cusps. Due to the pre-existing aneurysm and kyphosis, the cusp overlap view angle could not be physically adjusted and the left anterior oblique technique was used in stead. Upon initial deployment of the valve, the depth on the non-coronary cusp (ncc) could not be determined. The c-arm was adjusted at an angle close to the near cusp overlap view by just barely adjusting to the right anterior oblique. This adjustment allowed the depth on the ncc to be confirmed. As the pigtail could not be placed at the bottom of the ncc, it is unknown whether contrast agent flowed to the bottom of the ncc, or toward the aneurysm. It was assumed that the valve had dislodged from the valve annulus, however, and the valve was recaptured. A second attempt at deployment went too deep and the valve was recaptured a second time. By this point in the procedure, complete atrio-ventricular block was noted. The valve was deployed a third time in near cusp overlap view, and its depth was confirmed to be 3 mm on the ncc and 5 mm on the left coronary cusp (lcc). The valve was released. Following valve placement, mild regurgitation was revealed on a transesophageal echocardiogram from the right coronary cusp to lcc area. There was no leak near the area where the aneurysm was located. Following the procedure, the patient left the room with a temporary pacemaker in place and the patient was hemodynamically stable. No additional adverse patient effects were reported.